Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell and sample manager. The cse determined that the cause of the dropped tube was intermittent z axis robot motion errors. The robot head, teach points and cables were replaced and voltages verified. The fully operational system was monitored. The system is performing within specification. No further evaluation is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00405 was filed on july 01, 2014.additional information (04/05/15): in an investigation conducted by siemens healthcare, it was determined that when z-axis failures occur, the tube grippers are in a closed position. Therefore, the cause of the dropped tubes was not due to a z-axis failure. The cause of the dropped tubes is unknown.

Event description:
The customer reported that the advia labcell automation sample manager did not consistently place sample tubes into the automation track, causing them to be dropped. There was a delay of the start of sample processing of approximately 30 minutes for a stat sample with a troponin test request. Operators wore personal protective equipment and were not exposed to biohazardous material due to the dropped tubes. There are no known reports of operator and patient interventions or adverse health consequences due to the dropped tubes.